Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 due to the absence of a sensor monitoring system. The blood glucose level was 440 mg/dl and the patient was treated with a bolus. No further information available.